Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for a type b aortic dissection using gore® tag® conformable thoracic stent grafts with active control system (ctag acs). (1-debranching zone 2 tevar with axillo-axillary artery bypass). The physician intended to deploy the proximal ctag ac in a position that would slightly cover the left common carotid artery (lcca), and he started deploying it, distal the brachiocephalic artery considering anticipated distal movement of the device during deployment. However, the device did not move as much as expected, and the lcca was unintentionally half-covered by the device. An angiography showed a delayed blood flow into the lcca. Therefore, the physician pulled the delivery catheter and adjusted the ctag ac positioning and the blood flow was recovered. No endoleak was found, though flow into the false lumen from the distal site (outside of the ctag ac treatment area) was noted. No further problem was reported. The patient tolerated the procedure. The reporting physician commented as follows: the device was deployed more proximal than the intended position, anticipating that the device would move to some extent to the distal direction during the deployment. However, it did not move as much as expected.